Event description:
Analysis of the explanted generator has been completed. The generator performed to specifications and no anomalies were found.

Event description:
It was reported that the vns patient was being referred for prophylactic replacement of her vns generator. Clinic notes were received dated (B)(6) 2012, that indicated the patient is experiencing an increase in generalized seizures. The physician noted that these seizures "were infrequent prior to this year" and one of these seizures in 2011, but has had 5 so far in 2012. The patient's last generalized seizure was in (B)(6). The physician did not make any changes to the patient's medication as they were noted as being "already at very high doses." The physician did change the patient's vns settings and indicated that he believes the vns may be nearing end of life. Surgery to replace the patient's generator has occurred. Attempts for additional information and the return of the explanted generator are in progress.

Event description:
Additional information was received indicating that although the patient's seizures were noted as increased, they were still below the pre-vns baseline seizure frequency. The increase in seizures was believed to be due to the nature of the patient's disease. Vns diagnostics were within normal limits however specific results were not available. No medication or programming changes were believed to have caused or contributed to the increase in seizures. An implant card was received indicating lead impedance at the time of surgery was "ok". The explanted generator was returned and is currently undergoing analysis.

Manufacturer narrative:
.